Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started experiencing diaphragmatic stimulation when the device feature that monitors the pacing amplitude threshold and adjusts left ventricular (lv) lead outputs was turned on. Reprogramming was attempted, however, the stimulation remained. The lead was ultimately turned off and remains in situ. No further patient complications have been reported as a result of this event.